Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited noise, oversensing, and increased impedance measurements on the right ventricular (rv) lead and right atrial (ra) lead. The rv noise resulted in pacing inhibition, and the ra noise resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation (mv) signal oversensing. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker exhibited noise, oversensing, and increased impedance measurements on the right ventricular (rv) lead and right atrial (ra) lead. The rv noise resulted in pacing inhibition, and the ra noise resulted in inappropriate atrial tachy response (atr) episodes. It was noted that the noise had the appearance of minute ventilation (mv) signal oversensing. The device was reprogrammed. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.